Manufacturer narrative:
Lot number not provided by the complainant. Product expire date unknown; lot number not provided. The root cause, of the zenapro device rolling up, is potentially related to both the surgeon¿s technique and the patient¿s condition. In relation to the suturing technique, only eight sutures were utilized to fix the 15 x 22 cm device to the fascia. The amount of tension placed on the device and the stability of the patient¿s fascia is unknown. The patient¿s conditions that may have potentially contributed to the course of events include prior abdominal surgery, extensive coughing fits (very straining on abdominal muscles / tissues), and over exertion (coughing and physical activity). The root cause of the inflammation, found during the reoperation, is inconclusive, but possibly a normal finding during the post op time period during which the inflammation was identified. However, the noted inflammation may have been related to the presence of the prominent chronic active peritonitis and serosal adhesions secondary to incarceration and abscess formation noted in the pathology findings. A review of the IFU revealed the following statements which may be relevant to this complaint: - ¿ensure that all layers of the device are secured when suturing, stapling or tacking.¿ - infection, inflammation, seroma formation, and recurrence of tissue defect are included among the list of ¿possible adverse reactions with the use of any prosthesis.¿ - ¿complications such as delayed wound infection, hernia recurrence and the need for re-operation should be reasonably expected in patients who are critically ill.¿ - ¿as with any surgical procedure, there are always risks of other complications.¿ device contraction, pain, bowel obstruction, and revision /re-surgery are included among the list of complications. - ¿if conditions of infection, inflammation, or allergic reaction cannot be resolved, consider removal of the device.¿ - ¿fundamental surgical principles suggest recurrence can be minimized if the device overlaps the surrounding tissue by at least 4-5 cm in all directions.¿ - ¿if the chosen device is too small for the defect, excess tension may be placed on the suture line. This can result in recurrence of the original tissue defect or development of a defect in the adjacent tissues.¿ - ¿the liberal use of transfacial sutures is recommended.¿ - ¿surgical experience indicates that suturing or stapling the device with close tissue approximation produces better outcomes. Leave less than or equal to 3 cm between sutures with bit depth of 1.5 cm to ensure the blue mesh is captured. Use permanent or long-term absorbable sutures or tacks according to surgeon preference.¿ - ¿interrupted sutures can provide additional security against recurrence of tissue defect in the event of suture failure.¿

Event description:
On (B)(6) 2016, dr. (B)(6) performed a repair of an incarcerated ventral / incisional hernia and repair of a symptomatic right inguinal hernia. The patient had a previous laparotomy via midline incision and developed a symptomatic hernia in the midline at the umbilicus; superior to this, contained omentum and bowel. The hernia sac extended from the midline incision to the left subcutaneous tissues. The hernia sac was excised and the tissue was reduced into the peritoneal cavity. Outlines of the fascial margin were undertaken. This was repaired with lateral release and approximation medially of rectus muscles with an underlay mesh support using a zenapro 15 x 22 cm. The zenapro was secured with eight 0 novafil sutures placed along the periphery and secured to the edges of the fascia. The midline fascia was then closed in a running 0 novafil sutures. Two 15 blake drains were placed on the left side. The wound was closed with subcutaneous 3-0 vicryl and subcuticular monocryl. The patient's post-operative course after (B)(6) 2016 was unremarkable except for some pulmonary disease including bronchiectasis (chronic; walls of bronchi are thickened from inflammation and infection) and chronic obstructive pulmonary disease (copd). He did have extensive coughing situations. He was discharged from the hospital approximately 7 to 10 days and then returned with abdominal swelling. He did have a drain which had serous drainage, but because of the fairly significant swelling and pain, a CT scan was ordered. On (B)(6) 2016, the patient had a CT scan. The findings revealed a subfascial seroma, which appeared to track adjacent to the zenapro mesh, with some postoperative inflammatory changes. The CT also showed the development of a herniation lateral to the previous repair with the presence of small bowel within it. In light of the risk for incarceration and the nature of the abnormality, dr. (B)(6) felt reoperation was indicated. Additional findings, of the CT scan, can be reviewed in the CT report located in the pr attached files. Additionally, at some point postoperatively, the patient reported hearing and/or feeling a pop in his abdomen. On (B)(6) 2016, the patient was seen in follow-up by dr. (B)(6). The patient was now 22 days post-op. The patient's symptoms were noted as satisfactory compared to pre-op. The patient was experiencing moderate post-operative pain. There was swelling and tightness in the patient's abdomen with increased soreness in the left lower quadrant. The patient reportedly showed improvement in his activity level and was tolerating a regular diet. The patient's had no complaints of nausea, vomiting, constipation, or diarrhea, but did report having a cramping feeling with the urge to have a bowel movement. The patient had indicated he stopped smoking for 2 weeks and was breathing better than he had in a long time. On (B)(6) 2016, dr. (B)(6) reoperated on the patient. The procedure performed was a repair of recurrent incarcerated ventral hernia with resection portion of small-bowel enteroenterostomy (anastomosis between one part of the small bowel and another part of the small bowel). On exploration of the area, dr. (B)(6) reported finding fairly dense adhesion from the previous surgery. Lateral exploration on the left did show the small bowel within the hernia sac. This was opened laterally and there was dense adherence of the bowel in the hernia sac with partial obstruction consistent with incarcerated hernia. During the take down, the bowel was entered during dissection and this required a resection of the small bowel for successful treatment. Dr. (B)(6) also reported finding a very dense inflammation with omentum and bowel adherent to the previous zenapro mesh with fat necrosis and much thickened response. This area was resected with removal of the mesh and the reactive tissues. This required resection of the left rectus muscle. Primary repair of the hernia was performed with additional lateral release of the component separation to allow for closure of healthy fascia. It does not appear that another mesh was placed for the repair. A wound vac was placed. Not mentioned in this operative report, but reported by dr. (B)(6) to cook personnel, is that the zenapro mesh was found to be rolled up. The patient was reportedly doing well after this reoperation. The pathology report from the specimens obtained on (B)(6) 2016 indicated a final pathological diagnosis of bowel with prominent chronic active peritonitis and serosal adhesions, likely secondary to incarceration and fragment of fibroadipose tissue, muscle and surgical mesh showing inflammation with focal abscess formation. Part of the gross description, of the specimens, included one 5 x 1.5 x 1.2 cm abscess cavity involving underlying muscle was abutting one segment of blue surgical mesh. In relation to the zenapro mesh observed as being rolled up, dr. (B)(6) reported that he was not certain if this was a product malfunction or if it is related to patient over exertion. Additionally, dr. (B)(6) did not allude to the zenapro device causing the incarcerated hernia. What dr. (B)(6) expressed he was more concerned with was the amount of inflammation noted during the reoperation.